Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. The insulin pump was received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the battery compartment was cracked. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.